Manufacturer narrative:
Device was used for treatment, not diagnosis. This report is for three unknown prodisc-c implants/unknown lot number. Without a lot number the device history record review and the investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: UDI#: the associated UDI number for these prodisc-c implants are unknown as no part or lot numbers have been provided. Onset date of postoperative pain is unknown. The original implant procedure was on an unknown date in (B)(6) 2013. The original report has ¿user facility¿ checked in error. The appropriate reporter options are ¿consumer¿ and ¿other: patient/lay user.¿ device is used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This report is for three (3) unknown prodisc-c implants. This report is 1 of 1 for (B)(4).

Event description:
It was reported by the patient who was implanted with a prodisc-c at c3-c4-c5 in (B)(6) 2013, that he is experiencing pain and crunching noises when turning his head. The patient stated he received the three-level total disc replacement due to herniated discs. There were no surgical delays or issues during the initial surgery that he is aware of. He feels pain. He cannot lay down or put his head on a pillow. When he gets up, he feels crunchy noises. He stated it sounds like geers crunching. He can feel the devices when turning his head. He did visit his surgeon and had an x-ray and CT scans. His surgeon stated that everything lines up perfectly and nothing is wrong. The patient had said he had to go to the emergency room the other day because of pain. He didn¿t want to lodge a formal complaint and wanted to know if these implants have ever been removed. This report is 1 of 1 for...